Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the right ventricular lead exhibited impedance issues. No intervention was made. The patient's status was unknown.